Event description:
It was reported that during preparation and prior to use an attempt to remove the protective sheath off the balloon was made but the sheath could not be removed. Thus, the distal shaft, approximately 20cm from the tip, was held with fingers and another attempt to remove the protective sheath was made,when the distal shaft got detached. The device was not used; there was no patient involvement. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: abbott analyzed the returned device and confirmed the difficulty to remove the balloon sheath. A review of the complaint handling database found two similar incidents from this lot. Abbott conducted root cause analysis and during further review of the complaint handling database and other sources of nonconformity data found the occurrence to be potentially related to a manufacturing issue. Continued assessment of this issue per site operating procedures is being performed, corrective and preventive actions will be addressed per quality system protocol.